Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well post operatively. The explanted device was kept by the facility.